Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient was in the hospital. No additional information was provided regarding the patient's blood glucose reading, symptoms, pump status or the type of treatment received. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved and the contribution of the pump to an adverse event could not be ruled out.

Manufacturer narrative:
Follow-up #1: date of submission 08-jul-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2019 with the following findings: the dates in total daily dose history are not congruent changing from 29-aug-2015 to 02-sep-2017; from 02-sep-2017 to 02-sep-2015 and from 02-sep-2015 to 03-sep-2014. The black box data from these dates showed manual time changes made by the user. The daily insulin delivery totals appeared inconsistent due to time/date changes. The pump history showed the pump was delivering programmed basal rates until deliveries were halted by user. On investigation, the pump passed delivery accuracy testing and was found to be delivering within required specifications. All activity performed during testing was accurately recorded in pump history. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.